Event description:
A patient enrolled in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure on (B)(6) 2025. The operation was completed successfully without complications, no malfunctions were reported with the da vinci system, instruments, or accessories, and the patient was discharged on (B)(6) 2025. On (B)(6) 2025, 16 days after discharge, the patient was seen by their physician due to unspecified signs of infection at one of the surgical wound sites. A five-day course of oral antibiotics was prescribed. The event was reported as resolved on (B)(6) 2025. The study investigator reported the event as mild severity, not a serious adverse event (sae), clavien-dindo grade ii, a probable relationship to the procedure, a probable relationship to the patient's underlying disease status (hypertension and nodule of the lung), and not related to the da vinci device.

Manufacturer narrative:
There was no report of any malfunction of an intuitive system, instrument or accessory. An unspecified wound infection was reported.